Event description:
A sentrant sheath was used during a tavi procedure where two medtronic transcatheter heart valves were implanted. Post procedure, bleeding from the right common femoral artery (cfa) access site was observed due to a confirmed dissection. The cause of this was said to be possible due to a failed non-medtronic closure system or the dissection may have occurred during sheath exchanges. The minimum diameter of the access site was 7.5mm subsequently, a 9 millimeter (mm) by 50 mm non-medtronic stent was placed in the cfa as treatment. It was also undetermined whether anything of note with the patient's anatomy (tortuous or calcified anatomy) contributed to the bleeding. No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.